Event description:
It was reported that the autoclavable camera head was not working and had black screen during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler rattles. A root cause could not be identified. Based on the results of the investigation, it is likely the reported allegation was caused due to a dent in electrical contact and additional malfunction coupler rattles was caused due to deformation of coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.